Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: visual inspection of the returned coaccess electrode system (cannula and electrode) revealed residue present on the device indicating use/ handling. The tines were fully retracted. Functional inspection was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity, electrode and cable were able to conduct current indicating proper connectivity. The device met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported there was insufficient roll-off. A radiofrequency ablation (rfa) procedure was being performed. This 3.5/15/15 leveen coaccess was used to ablate the tumor; however, roll-off did not occur. The device was exchanged and the procedure was completed with another of the same leveen coaccess electrodes. There were no patient complications reported and the patient condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported there was insufficient roll-off. A radiofrequency ablation (rfa) procedure was being performed. This 3.5/15/15 leveen coaccess was used to ablate the tumor; however, roll-off did not occur. The device was exchanged and the procedure was completed with another of the same leveen coaccess electrodes. There were no patient complications reported and the patient condition was fine.